Manufacturer narrative:
Additional product codes: erl, hbe, hwe. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing date: september 25, 2015. Manufacturing location: (B)(4) (incoming inspection and release, (B)(4). Device art nr 03.000.424s lot nr 862151 is a batch number controlled product, therefore no service history record review is possible. Device history record review results: no non-conformance reports, rework, or other relevant quality notifications were referenced in the device history record. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The conclusion of the DHR review is that the final product, met inspection requirements, certification test values, and acceptance criteria. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that device broke during surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the product 03.000.424s saw round 38.9*ø5 ø0.6 lot 0862151 has been received for investigation at the manufacturing site together with the original packaging (opened). The product has been visually inspected and the complaint could be confirmed. The part broke circular through the contact housing. The macroscopic assessment and investigation of the fracture face inside the scanning electron microscope (sem) revealed heavy thermo-mechanical damage of the inner surface of the contact housing, including the thread and sections of the fracture surface. The investigation concluded that the breakage has been caused by a combination of thermal and mechanical damage of the inner surface/thread of the contact housing due to overheating of the instrument and applying inadequate high mechanical load. A product investigation was completed: the complaint condition could be confirmed by visual inspection. The product was broken at the thread connecting the saw blade to the piezoelectric system. The spiral shape of breakage indicates a strong torsion on the shaft. The investigation revealed heavy thermo-mechanical damage of the inner surface of the contact housing, most likely caused by a combination of overheating and mechanical stress. The cause of damage is most likely a combination of thermal and mechanical damage of the inner surface/thread of the contact housing due to overheating of the instrument and excessive mechanical load related to handling. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.